Event description:
It was reported that a mandibular reconstruction plate implanted on (B)(6) 2011 was found to have fractured postoperatively during a follow-up examination performed on (B)(6) 2013. A disorder concerning the dental articulation was noticed. This caused no annoyance or pain. Subsequent x-ray examination revealed the fracture of the plate which could have caused skin and subcutaneous injury. There were no notion/indication of an impact or fall. A revision surgery consisting of the removal of the fractured device and placement of a new mandibular reconstruction plate (same catalogue number) was performed on (B)(6) 2014.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The macroscopic and microscopic investigations showed that the primary plate broke postoperatively in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. Sem investigation showed that the fractured surface had appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage were visible to some extent. According to the further information received, no bone graft was used for this case. The related brochure for the primary recon plates (color-coded gold) states that they are indicated for the fixation of microvascular grafts only in a single step reconstruction after resection of a tumor, osteomyelitis or fractures and for the internal fixation of comminuted mandibular fractures. Therefore the root cause of the postoperative plate fracture can be attributed to an off label use. No indications were found for any design, material or manufacturing related issue.

Event description:
It was reported that a mandibular reconstruction plate implanted on (B)(6) 2011 was found to have fractured postoperatively during a follow-up examination performed on (B)(6) 2013. A disorder concerning the dental articulation was noticed. This caused no annoyance or pain. Subsequent x-ray examination revealed the fracture of the plate which could have caused skin and subcutaneous injury. There were no notion/indication of an impact or fall. A revision surgery consisting of the removal of the fractured device and placement of a new mandibular reconstruction plate (same catalogue number) was performed on (B)(6) 2014.